Event description:
This is filed to report recurrent mitral regurgitation. Patient ID: (B)(4). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 3, with posterior ruptured chordae, and posterior leaflet prolapse with flail. Two xtw mitraclips were implanted, reducing the mr to grade 1. Reportedly, there was no device deficiency with either clip. On (B)(6) 2022, a follow-up echocardiogram was performed with recurrent mr, grade 3-4. Per physician, the event was not serious. There was no hospitalization and no treatment provided. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported mitral regurgitation (mr), as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information the cause of the reported mr cannot be determined. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported hospitalization and medical intervention were a result of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design or labeling.b2 - updated. D - medical device contact updated. H6 health effect - impact code 4614 removed.

Event description:
Subsequent to the final report, the additional information was received: on 12-may-2022, another clip procedure was performed as treatment. There were no further issues reported.